Event description:
A physician reported that an ophthalmic viscoelastic came apart when tried to install the accessory needle during calibration setup. Details of surgery and patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint lot search report reviewed; there are no other complaints for the reported lot. Batch documentation review - no similar complaints were received so far for this lot. This product was assembled on line val02. No material deviations were reported for the used sleeve. Material deviations were received for the used sleeve cap (burr at the cap, damaged, blockages in feeder lanes, slight thickening of the caps) however the complaint sample is necessary to evaluate whether these are related to this complaint since these cannot be evaluated based on the received photos. In process control is carried out at start-up, every 30 minutes and at the end of the work order, there is a visual inspection of 24 consecutive samples regarding the presence of 4 hooks and sleeve cap correctly placed under the 4 hooks: ok, no comments. A detection system is present on the line regarding correct placement of the sleeve cap under the 4 hooks: ok. During assembly and blistering the syringes are lifted with the plunger during transport on the line, therefore syringes without a plunger cannot be processed on the automated assembly and blistering lines. Final inspection of sample was ok. Sample/photo evaluation - no sample was returned for evaluation. Instead pictures were received. One the picture a syringe is seen of which the sleeve cap has come loose from under the 4 hooks of the sleeve. Reference sample evaluation - the sample tested during final inspection was ok : all components are present and the syringe is functional. As no manufacturing related issues were identified and no sample is available, a conclusive root cause could not be determined. Potential root causes can be attributed to: a component related issue, however the complaint sample is necessary to evaluate whether the reported material deviations are related to this complaint. An incorrectly placed sleeve cap during assembly on val02 as this line has a double speed and hence has more units processed then on val01, however there are no indications of deviations during in process control assembly. For val02 a detection system is in place to detect if the sleeve cap is completely assembled (anchored underneath the 4 hooks). It may have happened that the defective unit was handled incorrectly during an intervention or handling and further processed as a conform unit and consequently during setup at the customer got detached from the sleeve. The complaint will be taken up in the next sensitization session with the operators. Review of the lot complaint history, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not explicable from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).